Event description:
This event was captured based on review of the article, women treated with second-generation zotarolimus-eluting resolute stents and everolimus-eluting xience v stents: insights from the gender-stratified, randomized, controlled twente trial. It was reported that a single-center study performed between june 2008 and august 2010 among 1391 patients, 382 (27.5%) women were randomized to a non-abbott stent (n=192) and xience v (n=190) and 1009 (72.5%) men were randomized to a non-abbott stent (n=505) and xience v (n=504) in a 1:1 ratio after stratification for gender. Clinical outcomes were as follows: 8.4% death (including any cause or cardiac cause) of which 5.8% were women 28.9% target vessel related myocardial infarction (mi) (including q wave, non q wave, periprocedural mi, any) of which 16.9% were women 10.3% clinically indicated target vessel revascularization (tvr) (including any, percutaneous, surgical) of which 4.3% were women. A 5.3% clinically indicated target lesion revascularization (tlr) (any, percutaneous, surgical) of which 2.1% were women. A 9.9% death from cardiac cause or target vessel mi of which 5.3% were women. A 18.3% major adverse cardiac event (including all-cause death. Mi, emergent coronary-artery surgery, clinically indicated tlr) of which 9.5% were women. A 22.1% patient-oriented composite endpoint (including all-cause death, any mi, or any revascularization) of which 12.1% were women.

Manufacturer narrative:
(B)(4). Attempts were made to obtain complete event, patient and device information. A 5.8% probable stent thrombosis (st) (including acute, sub-acute and late) of which 4.2% were women. A 7.2% st (including possible, definite, possible, or probable) of which 5.2% were women no additional information was provided. Date of occurrence is estimated as the date of publication. Date of implant is estimated as (B)(6) 2010, based on the trial dates. There were no reported product deficiencies. The reported patient effects of myocardial infarction, occlusion, thrombosis, and stenosis/restenosis are listed in the xience v everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Article attached: women treated with second-generation zotarolimus-eluting resolute stents and everolimus-eluting xience v stents: insights from the gender-stratified, randomized, controlled twenty trial.

Event description:
The thrombosis rates initially reported, were incorrectly reported. The one-year rate of definite or probable xience v stent thrombosis was 1.2% for the total population and 2.1% for the female subset. No additional information was provided.

Manufacturer narrative:
(B)(4).